Event description:
It was reported that the patient was admitted to the hospital with shortness of breath ten days after implant of a bi-ventricular system and was found by echocardiography to have a pericardial effusion. It was thought that this was due to cardiac perforation. A pericardial window was done and the pericardium was drained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.